Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management graph was in specification. No pump error 25 alarms were present in the format history file. Unexpected low battery alerts were present in the forma history file and the power management graph indicated connector resistance issue due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the unit functioning properly during testing as shown in the power management graph. Pump error 63 alarmed during selftest due to moisture damage on keypad traces. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, severely faded serial number label, slightly peeling off serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer returned the product back for analysis.